Event description:
Reference MDR #1219856-2010-00363 for the first event involving the same pt. It was reported that while in cardiology department the intra-aortic balloon (iab) was prepped by the registered standard procedure. Removed excessive air using the 50 ml syringe through the valve and the membrane was moistened with saline solution. The md used normal "careful manipulation" while trying to insert the iab, "as to avoid the curvature of the insertion." The md could not insert the iab through the super arrow-flex (saf) sheath. As a result, another iab was prepped and inserted successfully. There were no reported pt complications or injury. The only delay in therapy was "till the next iab was ready to insert" per the md. The pt's outcome is listed as still hospitalized.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.